Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that when the cine runs were played back the unit locked up. A reboot allowed the system to function complete case. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.